Event description:
It was reported that the user experienced insulin cartridge leakage from the plunger end on three cartridges from the same lot during ilet use, which led to inadequate insulin delivery and subsequent hyperglycemia; the user noted a post-meal spike, identified leakage upon removing the cartridge, and confirmed correct use and fill volume. Symptoms included hyperglycemia with a reported blood glucose of 395 mg/dl without loss of consciousness or other acute clinical effects. Outcomes included temporary impairment requiring back-up therapy with a subcutaneous insulin pen and a reported duration of elevated glucose of about two hours, with no medical intervention. Investigation included customer interview, product history review, and user technique review. Investigation of this case revealed a reported leak at the cartridge plunger with no device alarms and no returned product for evaluation. It was concluded that the cartridge leak likely resulted in underdelivery of insulin and subsequent hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.